Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 90 ml of an unspecified mediation infused faster than expected. The device was evaluated by the facility¿s biomed department and a crack in the bezel was found. No other findings were reported. There was no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the device infusing faster than expected was not confirmed. The report of a crack in the bezel was confirmed. Physical inspection showed the lower door hinge was cracked. Analysis of the pcu event log shows that at 2:18 pm on (B)(6) 2017 the pump module received a remote IV request for fentanyl 2000mcg/100ml to infuse at 3.75ml/hr. At 6:40 am on (B)(6) 2017, the door was opened and closed and then the infusion was restarted. At 6:41 am, the device was channeled off. The volume recorded as being infused during this period was 61.39ml. It is unknown why the user opened and closed the door and then restarted the infusion. There were no alarms prior to this action. Functional testing was performed and the device was delivering fluid within specification. The root cause of the device infusing faster than expected was not identified. The crack at the lower door hinge was cosmetic damage only and did not affect rate accuracy.